Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2015-07116 and 2134265-2015-07012. It was reported that automatic pullback failure had occurred. During the procedure a motor drive unit was selected in conjunction with an unknown catheter and an unknown sled. However, the motor drive unit will not pullback. No patient complications reported and the patient's condition is stable.